Event description:
The doctor could not fully seat the component. As he was impacting the stem, the steeve started to back out. The doctor could not get the components out and the calcar fractured. This cause a delay in surgery of 2 hours.